Event description:
Caller reported aviva system blood glucose results of 300 mg/dl, 146 mg/dl, 156 mg/dl, 130 mg/dl, and 137 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.